Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s cgm values did not match their unspecified symptoms and a capillary bg was performed which was 360 mg/dl; however, their cgm displayed 229 mg/dl. The patient evaluated their insulin pump system and when they confirmed it was working properly, they manually administered a bolus of insulin. It was reported the patient was treated with insulin at a hospital and released after four hours after the bg levels stabilized. The sensor insertion date and site were not provided. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.